Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was unintentionally cut using the tuohy needle during the catheter insertion step of the implantation procedure. The damaged catheter was discarded and a second catheter was used to complete the procedure. There were no patient effects reported.